Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, lens was explanted in a initial procedure due to haptic tore during implantation. It was reported that haptic tore might be related to the cartridge. The procedure was completed with another iol. Additional information was requested.

Manufacturer narrative:
Correction information was provided in d.4. Additional information was provided in h.3., h.6. And h.11. The used company cartridge was not returned for evaluation. Photos were provided. The photos are from a monitor screen. There was some distortion due to this. The photos showed a single-piece lens off-center in the eye. One haptic was broken-distal areas on top of the optic. The optic had three large cracks near the broken haptic. Another crack was observed on the opposite side of the optic. This may indicate a plunger override occurred. Another photo showed the same implanted single-piece lens more centered in the eye. The broken haptic was visible on the optic. The same optic damage was visible. Product history records were reviewed and documentation indicated the product met release criteria. Qualified associated products were indicated. The company cartridge was not returned. The mold cavity could not be verified, however according to production records, the company cartridge lot reported for this complaint was molded using the cavity 175 mold tooling at the vendor. As part of an investigation, cartridges from batches manufactured using the cavity 175 mold tool and the corresponding cavity 173 mold tool were observed to have missing coating inside the lumen of the cartridge, which can result in lens damage during delivery. The missing coating was caused by a mold attribute inside the lumen. The root cause for the mold attribute on the lumen of the cartridge was an anomaly on the mold tool core pin used to manufacture the cartridge that transferred to the plastic during the molding process. The manufacturer internal reference number is: (B)(4).